Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 13-sep-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the arm side (three way) was broken. There was no patient consequence reported. The device evaluation was completed on 09-nov-2023. The device was returned to biosense webster (bwi) for evaluation. Visual inspection was performed following bwi procedures. Visual analysis revealed that the side port was found detached. Microscopic examination of the side port was performed and evidence of adhesive was found evidencing a correct assembly manufacturing process. The root cause of the tubing breaking cannot be determined, there is no evidence to support that the manufacturing process in any way compromised the integrity of the tubing to break. The damage observed could be related to the manipulation of the device during the procedure, however, this can not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. All units are inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) per its part number to avoid this type of damage from leaving the facility. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the arm side (three way) was broken. There was no patient consequence reported. The arm side (three way) broken issue was assessed as MDR reportable.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. It was reported that the event date was unknown. As a result, the b3. Date of event was processed as (B)(6) 2023. Manufacturer's reference number: (B)(4).